Event description:
It was reported that there was a catheter break at the location identified as the connector pin and distal segment. A subsequent re vision took place where 66cm of the pump segment catheter was removed. The spinal/intrathecal segment was left in place, and the fractured segment removed and replaced consisted of the v-wing anchor, all the way to the remaining intrathecal segment. There were no symptoms related to the event. The pump device was used to deliver gablofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8596, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: catheter. (B)(4).